Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cracked battery tube and blank display found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damaged retainer ring noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, end cap address label missing, cracked retainer, partially detached retainer, misaligned battery tube and minor scratches on window. In summary, the customers alleged blank display was confirmed due to misaligned battery tube that was confirmed by visual inspection after cutting the pump open. Additionally retainer ring damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.